Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, the bladder was inadvertently perforated during specimen removal. It is unknown whether any bleeding occurred; however, no blood transfusion was required. A cystorrhaphy was performed to repair the injury. On postoperative day (pod) 4, while still hospitalized, the patient developed frequent episodes of vomiting. An abdominal x-ray suggested a high intestinal obstruction. That same day, the patient underwent a laparoscopy, which revealed an omental adhesion causing an abrupt transition point in a loop of small intestine proximal to the anastomosis. Lysis of adhesions was performed to relieve the obstruction. The patient experienced no further postoperative complications and has since been discharged.